Event description:
It was reported that faradrive sheath was selected for pulsed field ablation procedure. It has been mentioned that the perfusion fluid was continuously leaking from sheath handle. The procedure was completed using different device (same model). No patient complications occurred. The product was received for analysis and investigation is still in progress.

Event description:
It was reported that faradrive sheath was selected for pulsed field ablation procedure. It has been mentioned that the perfusion fluid was continuously leaking from sheath handle. The procedure was completed using different device (same model). No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of leak. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the event of leak is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem was detected, the sheath passed all leak testing and microscopy did not reveal any damage to the valves.